Event description:
During a procedure, the tip of the resectoscope metal sheath detached and fell into the pt's bladder. The tip was retrieved with no pt injury and the procedure was completed without further incidents.

Manufacturer narrative:
A visual examination confirms that the tip has detached from the tube. The tip is severely worn; black coating is not present on any of the tip. The tip has chips around the bottom edge, which are likely caused by interaction with or burns from accessory instruments. The distal end of the tube is bent and out of round. The tube also has a few minor dents on the shaft. The most likely cause of the tip failure is excessive lateral force exerted on the instrument during insertion or removal from the cysto sheath. The presence of the dents on the tube and the deformed distal end of the tube is a strong indicator of this type of misuse. This mishandling frequently causes the tip to detach and is cautioned against in the instruction for use manual that is shipped with the instrument. Another contributor to this type of failure has been determined to be mishandling of the instrument such as dropping the instrument, hitting the tip against other instruments or against sterilization containers. This type of misuse can ultimately result in breakage and complete separation of the tip.